Event description:
PICC line being removed by physician from left antecubital space. Line broke in vessel at 50cm mark. Unable to visualize remaining line on x-ray and venogram. PICC line removed by radiologist through arteriogram. Pt stable, no injury.